Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Lead noise was reproducible with arm rotation exercise. The lead was found to have a clavicle fracture crush. The lead was revised and the high voltage coils were found to be working within normal limits. The physician decided to cap the pace/sense portion of the lead and leave the high voltage coils in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.